Event description:
It was reported that patient was charging the ipg frequently, unable to charge up to two bars and unable to communicate with the charger. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was kept by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.